Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Intraprocedural or post-procedural images were not provided for review; therefore, the reported event cannot be confirmed. The instructions for use identifies vessel occlusion and vessel stenosis or thrombosis as potential complications associated with use of the device. This device was used during the same procedure as the device referenced in MFR. Report # 2032493-2020-00360.

Event description:
It was reported that during treatment of a right superior hypophyseal artery aneurysm, two fred stents were deployed with good wall apposition in the right internal carotid artery (rica); however, the rica became occluded shortly after implantation. Integrilin was administered and a balloon inflation was performed within the stents, which completely recanalized the rica and fully restored blood flow. The patient was neurologically intact and discharged from the hospital the following day.